Event description:
Patient was on a hamilton model c-2 ventilator. The ventilator displayed a 'ventilator canceled' message and ceased providing ventilation to the patient. The patient was immediately manually ventilated until such time as a replacement ventilator could be set up. No harm came to the patient.